Event description:
Boston scientific received information that during clinical follow-up, ventricular loss of capture was exhibited. The physician elected to surgically intervene as lead dislodgment was suspected. It was then confirmed no lead anomalies were present and the device consequently explanted resolving the issue. A competitor device was implanted with the chronic leads and the explanted unit is expected to be returned for a post market evaluation. No additional adverse patient effects reported.

Manufacturer narrative:
Following device return and completion of lab analysis, a follow-up report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.